Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 pocket b5 failed continuously. A field service engineer (fse) removed the defective pocket to resolve the issue and customer verified all working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1, pocket b5 displayed device not detected on bus. The customer rebooted the station, and another customer was initially able to resolve the issue; however, it recurred. The station was rebooted a total of three times. Morphine was unloaded from the affected pocket and reloaded into another location. Ongoing issues were also noted with main drawer 5.2. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.